Event description:
It was reported that there was leaking from the bottom. No patient involvement was reported.

Manufacturer narrative:
Other, other text: device was returned with a corroded dual thermistor, a cracked tank cover, and wear and tear on the line cord. The device leaked water from the reservoir, during functional testing. The reported issue was confirmed. Cracks in the bottom of the tank cover were the primary problem. The root cause was determined to be customer damage; the damaged components were replaced. Subsequently, the device passed functional tests. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. D5 and e4 are unknown. No patient involved.

Event description:
Additional info received via email (B)(6)-2022. No patient involved.